Event description:
On (B)(6) 2014, syneron qa was notified by pulse laser and skincare center of a pt injury. Pt sustained burns post treatment with elos plus (B)(4) and sra applicator (f13425739). Syneron qa contacted (B)(6) to which the customer responded with the following: pt is a (B)(6) year old female with skin type I to ii. Pt was treated on the neck, chest and arms with 1 passage and the ir set to 16j to 18j and rf set to 20j. Pt has had a 0 prior treatments and complained about minor discomfort during treatment. Pt was taking iron and fish oil supplements at the time of treatment. Treatment provider performed test spots prior to treatment and pt showed light pink to red skin reaction. A few days after treatment, pt traveled to (B)(6). The settings used during treatment were appropriate for pt skin type and within the recommended settings, however, according to elos plus user manual (pb74044en), "when treating the neck, hands and arms, reduce by 2 j and for the chest reduced by further 2j. Photos of the burns were taken 5 days after the treatment ((B)(6) 2014) taken while pt was at a remote part of (B)(6). Treatment provider did insist that the pt shouldn't o to kenya post treatment. Pt was able to obtain a topical antibiotic a week after treatment. Pt injury appears to be severe and reportable. Consultation from syneron clinical stated the following: burns related to the sra treatment usually are caused by high settings, wrong skin typing or pt exposure to the sun before or after treatment. Treatment setting used were appropriate for pt skin type, but syneron recommended reducing optical energy by 2 and rf energy to 10-15 for bony areas and thin skin areas. Re training having been scheduled. Upon arrival testing was not done at pulse laser and skincare's discretion. The clinic has been treating pt with the same system and applicator with no further complication or adverse reactions. Pt's current recovery status is unk, but she stated her wounds were infected during her trip to kenya.

Manufacturer narrative:
Upon reviewing all available data and info, pt most probably has been extended sun exposure post treatment, likely which may be a contributing factor to the injury.